Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked medication during use near the end of the infusion when the tubing was attached. The following information was provided by the initial reporter: "3 ml syringe had leaked medication when they attached the tubing". It was at the end of infusion.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Ten retention samples were evaluated visually and for functionality to verify the defect of leakage. In the analysis of the retention samples no defect was observed, the leak test presented satisfactory results, no defects found. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked medication during use near the end of the infusion when the tubing was attached. The following information was provided by the initial reporter: "3ml syringe had leaked medication when they attached the tubing". It was at the end of infusion.